Manufacturer narrative:
The device was returned to olympus and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the there were no signals on the serial digital interface output due to a printed circuit board failure; however, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there were no signals on serial digital interface 1 and 2 output of the video system center. There were no reports of patient involvement.